Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the top of the reservoir compartment was damaged and the chips were missing on the insulin pump. Troubleshooting was performed for cosmetic damage on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional. The customer will be sent insulin pump as a replacement. The defective insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, partially broken off reservoir tube lip noted. However test reservoir locked properly in reservoir tube, also missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.